Manufacturer narrative:
(B)(4).

Event description:
It was reported that in clinic, during the review of the record sessions inappropriate shock and capacitor charge time limit reached alert was received. In clinic, during the follow-up multiple episodes of hv changes resulting in several charge time limit alerts were noted. Multiple vt/vf episodes were also observed. No definite root cause of the charge time limit determined. Both delayed and on time charge episodes were seen. Performing manual capacitor maintenance in clinic was suggested. Physician also should consider generator change. No further information is available.